Event description:
Upon using the cor-knot device, it was noted during the mitral valve replacement that the "guns" was not sliding easily down the suture as it usually does. Upon using the cor-knot "guns" for the aortic valve replacement it was noted that on one of the valve sutures, the "gun" cut only one of the two sutures it normally would cut. The suture was removed and a hand suture was placed by the physician in it's place. Both the cor-knot "guns", and the suture that was not cut, were saved for the safety officer. It was reported to the safety officer in a timely fashion.